Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was unresponsive. In addition, it was reported that the touch screen display appeared shattered. Customer confirmed screen itself was not shattered. Customer¿s blood glucose was 450 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.